Event description:
The physician reported the intraocular lens was removed and replaced, due to the patient's intolerance of halos and glare. The replacement lens was an alternate model multifocal iol of the same diopter.

Manufacturer narrative:
The lens is currently undergoing analysis at the manufacturing site. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. The iol met all manufacturing specifications prior to release.